Event description:
It was reported that a revision will be done with this right ventricular (rv) lead with reason unknown. Boston scientific technical service (ts) discussed there were not out of range measurements noted or noise. This lead remains in service. No additional adverse patient effects were reported.